Event description:
The physician placed a percutaneous endoscopic gastrostomy system. After the placement it was noted the peg was occluded and required removal. The peg was retrieved from the pt's stomach with a snare and pulled out in a retrograde manner through the esophagus. A wire guide was used to maintain the original gastrostomy site so that another puncture did not have to be made. The pt was reported to be in satisfactory condition as the incident did not affect the general or overall outcome.